Event description:
Reported in journal article: "fibrinogen and leukocyte activation - the keys to understanding prosthetic valve thrombosis," the journal of heart valve disease, jan. 1997; 6:9-16. In this editorial the author points out the valvular thrombosis is a relatively rare complication, nevertheless when it does occur the temptation is to incriminate the prosthesis when there may be other mechanisms involved. He described 4 case studies all female patients with co's heart valves. All four cases involved conditions that affected the fibrinogen levels. Because of the dates of these events it is felt that each case has already likely to have been reported. Indeed, two cases can be confirmed with reports #m258164 reported on 12/17/91 and #m351824 reported on 12/4/92.